Manufacturer narrative:
H10: additional manufacturer narrative: updated section e1 (contact).

Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 3300tfx was explanted from the aortic position after an implant duration of approximately 6 years for unknown reason. A non-edwards device was implanted in a bentall procedure to replace the explanted device.

Manufacturer narrative:
Updated a1, a2, a3, d4, d6a, d9, g3, h3, h4, h6. H10: additional narrative. The device was returned for evaluation. As received, leaflet 3 was in the open position. Open leaflet was able to be pushed back into closed position when probed. X-ray demonstrated heavy calcification on leaflet 1 and moderate calcification on leaflets 2 and 3, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 11mm on leaflet 1 at the inflow aspect and on leaflet 3 at the outflow aspect. The free margin of leaflet 3 near commissure 1 was rolled toward the outflow aspect due to host tissue overgrowth. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 1 had a 2mm tear in the free margin. Tear edges appeared to match up. Calcification was evident around the tear area. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non conformances were identified that could be related with the reported event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Pannus overgrowth, or host tissue, is considered to be a form of nonstructural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Based on available information, the root cause for this event could not be conclusively determined; however, there is no evidence to suggest an edwards device manufacturing defect. In this case, patient factors including patient's age likely contributed to the reported event.